Event description:
It was reported that the pt felt a sudden "big discharge" that was "very high" from the implantable neurostimulator while driving, and was, then, involved in a car accident. The location of this sensation in the pt's body was not known. The date of this event was not known. The pt, thereafter, no longer felt the stimulation and impedance readings were found to be greater than 10,000 ohms. Some reprogramming of the pt's device was attempted. A radiograph was performed. The extension was removed and replaced. There was no injury to the pt. The pt's lead did not seem be damaged and was left implanted at that time. The pt's outcome was noted to be "ok." It was later reported that after the revision, the pt could not feel the stimulation. It was not known if any further intervention involving the pt's lead occurred. A manufacturer representative subsequently met with the pt and "everything was alright." The pt was "very relieved by the stimulation," at that time. A follow-up will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.